Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after inserting the syringe needle through the cartridge septum, it became blocked. Multiple needles were used. Customer filled the cartridge using another syringe needle. There was no reported adverse impact to customer's blood glucose.